Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (haemorrhage).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approximately one month post index procedure, the patient suffered a gastro-intestinal (gi) bleed. The investigator indicated that the reported event was unlikely related to the study device.